Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient saw an 8254 (low reservoir) code and the date (B)(6) 2015 on their personal therapy manager (ptm). The patient noted their refill was supposed to be on monday ((B)(6) 2015), and stated the ptm showed (B)(6) 2015. On (B)(6) 2015, the ptm would not give her a bolus so she changed the batteries and it worked. The patient noted there was a bell that looked like it was ringing. The patient's healthcare provider (hcp) told her that her refill "may be sometime this week." The alarms were played for the patient, and she stated she did not hear the pump alarming, but she had hearing aids and if anything else was going on she may not hear it. The patient was redirected to the hcp for a refill. There were no reported symptoms. The event date was reported as (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received from the consumer patient. The patient was refilled on (B)(6) 2015, at the physician's office. The patient had another appointment schedule with a new pain doctor on (B)(6) 2015.